Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: camera went black during use- the station works fine and the light cord tested and also works fine, per additional information received there was loss of light for about five minutes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be a wet camera head connector. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.